Event description:
It was reported that, during a cori-assisted tka, multiple system timeout errors occurred after restarting a case mid-mapping (the case data for this was lost when attempting to start again). Error message "retraction time verification error - the robotic drill exceeded the recommended retraction time limit" was received. A new case file was created and the error messages continued to show. Furthermore, after shutting down the cori, disconnecting the drill from the console, then restarting and reconnecting, the message persisted. Surgery was completed, after a delay of less than 30 min, by manual procedure instead. After leaving the cori for an hour, the drill was disassembled and assembled again, which solved the problem, as no error message appeared.

Manufacturer narrative:
Reference number: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part # rob10013, serial # (B)(6), used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. Testing found no errors during use of the drill, however damage to the exposure motor ball bearing was observed. A log file review was performed. The reported problem was confirmed. Log file review showed the "retraction time verification error" resulted after retraction time of [45.0930]ms exceeded threshold of [45.0000]ms, "system time out" resulted from pfs_error_tool_jammed stating that the tool could not be flushed during handpiece calibration verification. Other logs showed that the "communication failure" resulted from an exposure_motor_indexing_failure when attempting to home for bur loading. Although the reported problem was not confirmed through a visual or functional evaluation, log file review confirmed the errors which were reported. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. E1, h6 (component code, investigation findings and investigation conclusions), h10.

Manufacturer narrative:
The real intelligence robotic drill, part # rob10013, serial #: (B)(6), used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. Testing found no errors during use of the drill, however damage to the exposure motor ball bearing was observed. A log file review was performed. The reported problem was confirmed. Log file review showed the "retraction time verification error" resulted after retraction time of [45.0930]ms exceeded threshold of [45.0000]ms, "system time out" resulted from pfs_error_tool_jammed stating that the tool could not be flushed during handpiece calibration verification. Other logs showed that the "communication failure" resulted from an exposure_motor_indexing_failure when attempting to home for bur loading. Although the reported problem was not confirmed through a visual or functional evaluation, log file review confirmed the errors which were reported. It was found that the reported events were caused by exposure motor indexing failures. It is possible that the damaged exposure motor bearing may have contributed to this event, or that another issue which was related to this event was resolved when the drill was first disassembled and reassembled, such as a blockage or debris. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.